Event description:
The patient's attorney contacted the manufacturer alleging "the patient suffered injuries from the neurological implanted device: synchromed drug infusion system contains or includes a feature or characteristic which causes breakage resulting in bodily injury and other physical damage to the human body".